Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra soft lancing device has damaged/stripped threads. The following month, this medical affairs specialist contacted the pt to clarify info obtained during the initial call. The pt tests her blood glucose 3 times a day and controls her diabetes with oral diabetes medication (metformin and glyburide). The pt indicated that she has hypoglycemic symptoms described as "sweats, disorientation, weak, tired, and sick" at least once every two weeks regardless of whether she is able to obtain her blood glucose or not. Since the "threads stripped/damaged" began on eight days prior to original date at 5:30pm, she reportedly has not been able to obtain her blood glucose reading on the subject meter and has not attempted to test with any other devices. On original date at 2am, the pt developed symptoms described as "sweats, disorientation, weak, tired, and sick." The pt promptly administered self-treatment with beverages/food at the time of concern. It is not known how long the reported symptoms lasted. The pt felt that she may not been able to prevent the aforementioned symptoms had she been able to test regularly. However, the pt stated that if she was able to find out what her blood glucose was at the time of the aforementioned symptoms, she could have been more knowledgeable on how to treat the degree/severity of her alleged hypoglycemia. This complaint is being reported because the pt claimed that she possibly could have treated her alleged hypoglycemia better had she been able to obtain blood glucose readings on the subject at the time of concern. Hence, there could have been a possible delay in treatment due to the lancing device issue. Replacement products were sent to the pt.